Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the newly implanted right atrial (ra) lead was unable to sense p waves in any sensing configuration. Surface electrocardiogram output suggested that the ra lead was sensing ventricular electrical activity. It was further noted that the ra lead exhibited unstable thresholds, which were intermittently high, and occasional ventricular capture. The ra lead was inactivated, and the patient was referred to a surgeon for revision. From interrogation of the device pre-procedure, both the ra and right ventricular (rv) leads were found to exhibit poor sensing and no capture. Fluoroscopy showed that the device had migrated several inches inferiorly, pulling the ra lead to the superior vena cava and the rv lead to the atrium. A new pocket was created for the device, which remains in use. The leads were repositioned, the ra lead was re-activated, and both leads remain in use. No patient complications have been reported as a result of this event.